Event description:
The pen needle has broken inside the body of the pt ((B)(4)). The needle has been surgically removed.

Manufacturer narrative:
We made analysis on the sample of the same lot with result: compliance. During the lot release, we controlled 10 pen needles in order to check the conformity of the product according to the injection, and the result was: compliance. (B)(4). As per the above, we can assume that the incident could has been caused by a reuse of a single use device. The indication of single use is clearly inserted on the product.